Event description:
It was reported that the pc unit is showing that after being charged, the range is still showing as "low", "not fully charged." The readings were as follows: 3886, 3960, 3564, 3960. Per report, the device is less than a year old. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported issue was that the pc unit is showing that, after being charged, the range is still showing as low, not fully charged due to low battery capacity. The readings were as follows: 3886, 3960, 3564, 3960. Per the report, the device is less than a year old. The tech support forwards the case to product complaint to further investigate the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.